Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 38x3.0mm, concentric and de novo target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified coronary artery. Following predilatation with an unspecified balloon, a 3.00 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The stent struts became frayed after multiple insertion and removal attempts. The procedure was completed with a 3.0x20mm synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system returned for analysis. A visual examination of the stent found that the stent struts from the first proximal stent row is damaged with stent struts lifted and pulled distally. The undamaged distal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 38x3.0mm, concentric and de novo target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified coronary artery. Following predilitation with an unspecified balloon, a 3.00 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The stent struts became frayed after multiple insertion and removal attempts. The procedure was completed with a 3.0x20mm synergy stent. No patient complications were reported and the patient's status was stable.